Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy for one to one conducted atrial tachycardia detected by the device as ventricular fibrillation (vf). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.